Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in good physical condition. Functional testing performed. Customer problem was duplicated. The root cause is a defective latch sensor. The latch sensor was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "problem cassette lock source". The event occurred in the workshop, during preventive maintenance. There was no patient involvement, and no patient harm/adverse event reported.